Manufacturer narrative:
The attachments were serviced in the field and it was found that the office had not turned on the chip air in an operatory to allow cooling air to the attachment. Once the air was turned on the attachments no longer overheated. The office did not see the need to return the attachments. This was recorded as a verbal complaint with no return of product to be evaluated. Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first device.

Event description:
In this event a doctor reported that five midwest e 1:5 attachments overheated. One patient was burned on the cheek with one of the overheating handpieces. There was no intervention required.